Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unapproved monarch ii (b) cartridge. Monarch product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely be related to a failure to follow the directions for use (dfu). The account used an unqualified lens/monarch combination. The lens model associated with this complaint is only approved for use in the monarch (a) cartridge. The use of unqualified combinations may result in delivery issues and/or damage.

Event description:
An ophthalmic surgeon reported that after an intraocular lens (iol) implant surgery, it was noticed that one of the haptics was broken. The broken haptic and the iol were removed by enlarging the incision. The surgery was completed by using a new iol. The surgeon reported that there is a small damage of the capsule. Additional information has been requested but not received to date.